Event description:
On november 9, 2025, a journal publication from orthosud montpellier; clinique saint jean sud de france, montpellier, france was accepted for orthopaedics & traumatology: surgery & research, titled "unexpected findings on CT scan after use of abm/p 15 as a bone substitute for anterior lumbar interbody fusion." The publication describes a retrospective study of patients who underwent alif procedures between 2020 and 2022, divided into two groups: 76 patients who received cerapedics I factor putty (abm/p 15) and 76 patients who received other bone substitutes, identified in the paper as inductos, tbf, magnetos, and ss gel. According to the article, postoperative radiological observations were evaluated on CT scans at both 3 and 12 months, along with clinical outcomes. The publication reports that the cerapedics I factor putty demonstrated "a higher incidence of unexpected findings (calcification or product migration) than other bone substitutes, with no impact in fusion success or clinical outcomes", with 40 patients in the I factor group exhibiting radiological findings: 35 cases of migration and 5 cases of calcification. The authors also note that one patient was treated with corticosteroids. This patient was one of the two individuals in the study who required further treatment. The patient experienced "severe leg pain" associated with "spinal canal migration" and was "successfully managed with corticosteroids only".